Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that the coating at the tip of the subject guidewire came off. The physician replaced with another wire and the procedure was completed successfully. There were no reported clinical consequences to the patient.

Manufacturer narrative:
F10 / h6 medical device problem code- corrected from 'peeled/delaminated' to 'fracture'. A review of the device history record confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device found that the returned device guidewire hydrophilic coating and platinum wire were broken from the distal end and from the proximal end with the core wire stretched, which suggests that excessive torque and manipulation during use inside the patient¿s anatomy resulted in the observed damage. Functional testing could not be performed due to the condition of the returned device. The reported event was confirmed based on the damage noted during analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was prepared as per the dfu, there was no resistance encountered removing the guidewire from the dispenser hoop, the tip of the guidewire was not stretched, or kinked or deformed, continuous flush was maintained, an introducer sheath was used to facilitate the introduction of the guidewire into the headway duo microcatheter, a torque device was used to facilitate directional manipulation of the guidewire, the patient¿s anatomy was very tortuous and the damaged guidewire removed completely from the patient and the procedure was completed with another wire. Medical intervention was not required. It is most probable the patient¿s very tortuous anatomy contributed to the reported event therefore an assignable cause of procedural factors will be assigned to the as reported and as analysed ¿guidewire distal tip broken/fractured during use¿ and ¿guidewire distal tip stretched¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that the coating at the tip of the subject guidewire came off. The physician replaced with another wire and the procedure was completed successfully. There were no reported clinical consequences to the patient. Update information: analysis of the device revealed the subject guidewire distal tip broken/fractured (as the user was referring to the coating breaking/peeled).